Event description:
It was reported by service report that the footboard modules and siderail were damaged. It is unk if there was any pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked siderail. Damaged / cracked footboard.